Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined if the wound deterioration is related to v.a.c.® therapy.

Event description:
On dec 21 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2016, the device was sent for repair for an issue unrelated to the event. After repair, inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit related to the wound allegation.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound deterioration is related to v.a.c. Therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2015, the following information was reported to kci by the patient: the patient reported he was admitted to the hospital allegedly due to v.a.c. Therapy. The patient reported that v.a.c. Therapy had "killed what good tissue he had." On (B)(6) 2016, the following information was reported to kci by the case manager: the patient was hospitalized due to a foul smelling wound. On (B)(6) 2016, following information was reported to kci by the nurse: the patient had necrotic tissue and that was causing foul odor. The nurse reported that according to patient, the home health agency was not changing the vac dressing as scheduled causing the patient to subsequently develop necrotic tissue. The nurse stated that the patient underwent surgical debridement on (B)(6) 2015, and the patient continued to receive vac therapy. The nurse confirmed the necrosis resolved and wound was closed on (B)(6) 2016. Nurse stated that she was not certain if v.a.c. Therapy caused or contributed to the necrosis. A device evaluation of the activ.a.c. Therapy unit is currently pending completion.